Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-24585. It was reported that the patient presented for explant of the implantable cardioverter defibrillator and right ventricular lead due to infection. The patient was in stable condition.